Event description:
A device report from (B)(6) indicated a hosp in (B)(6) reported: pt status post pfna nail implantation on (B)(6) 2011 experienced a fall on an unk date. Pt returned to hosp complaining of pain and it was found the nail broke on the pseudarthrose proximal femur (right side). Pt was returned to the operating room on (B)(6) 2012 and the hardware was removed. It is not known what the pt was revised to. No further info is available at this time. This is 1 of 2 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.